Event description:
Additional info received via email 27-sep-2022: event occurred during preventive maintenance. No patient involvement was reported.

Event description:
It was reported that the alarm circuit is not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found missing expiratory end cap and wear and tear on the housing around the battery holder assembly. Functional testing found the cam switch is in the incorrect position and the microswitch on the interface board is bent. The root cause of the issue could not be determined. Re-positioned the cam switch and replaced the interface board. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).